Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Cause of endoleak cannot be determined). Conclusions: (cause of endoleak cannot be determined).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm approx one month ago. The aortic neck length is 20 mm, it is 26 mm in diameter proximally and distally it is 32 mm in diameter. The iliac arteries were moderately calcified and moderately tortuous. It was reported that after the stent graft was implanted that there was a type IV endoleak seen on the final angiogram. The endoleak was near the gate area and it was described as a blush. No intervention was done and the decision was made to evaluate for the endoleak at the 30 day f/u visit. No add'l clinical sequelae were reported and the pt is fine.